Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via telephone call that the insulin pump alarmed for a button error. The customer did not know the blood glucose reading at the time of the event. The customer also reported a low blood glucose of 40 mg/dl on (B)(6) 2015. The customer declined troubleshooting for the low blood glucose. The customer was advised to discontinue use of the insulin pump and no revert to a back up plan per a health care practitioner's instructions. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
No button error alarm was noted. However, the insulin pump had no button response due to corroded keypad traces. The functional testing could not be completed due to the unresponsive buttons. The insulin pump had minor scratches on the display window, cracked reservoir tube lip and a missing end cap sticker.